Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 867 mg/dl. Troubleshooting was performed and found that the insulin pump had alarmed no delivery prior to the event. The prime test failed. However, the high pressure test failed. Nothing further was reported. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.